Manufacturer narrative:
This event occurred in (B)(6). The customer had not had any issues with qc results.

Event description:
The initial reporter questioned low results for multiple patients tested for na+ electrode (na+) after replacing the electrodes on a cobas integra 400 plus. After replacing the electrodes again and performing calibration and qc, the results returned to normal. The customer provided discrepant na+ results for 1 patient sample. The initial result was 125.7 mmol/l. This result was reported outside of the laboratory. The customer performed maintenance: performed electrode service, activated the electrode, conditioned the ise tubing and primed the ise calibrator. An ise performance check was normal. After performing maintenance, the sample was repeated with a result of 133.7 mmol/l. The customer performed maintenance activities again: electrode service x3, activated the electrode, conditioned the ise tubing and primed the ise calibrator. On (B)(6) 2019 the sample was repeated again with a result of 140.4 mmol/l. The na+ electrode lot number was 21592347 with an expiration date of 13-mar-2020.

Manufacturer narrative:
The calibration data shows decreasing sodium slope values most likely caused by the drop in concentration in ise reagent. Replacing the ise reagents resolved the issue. A general reagent issue could be excluded.